Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
A customer reported to baxter (B)(4) an issue with the intelrink continu-flo 3 port manifold, that does not connect to the catheter line. This occurred during setup (before usage) for a patient. There was no patient injury or medical intervention necessary. There were no additional concommitant products reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection revealed that the collar of the luer lock was determined to be solvent bonded to the luer. The reported condition was confirmed, however the cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A batch review was conducted and there were no deviations found during the manufacture of this lot.